Event description:
As reported by the user facility: fluid leakage at ultrasite injection site and infusion extension tube. At 12:41 on (B)(6) 2026, the patient was admitted and given long-term medical order of ifosfamide for injection 0.678 g + sterile water for injection 10 ml + 0.9 nacl% 304 ml via intravenous pump at 52 ml/h. On (B)(6) 2026, the ultrasite injection site was replaced. At about 13:00 on (B)(6) 2026 nurse visited the pediatric patient and the fluid in ifosfamide group, but the condition of the patient was normal. At about 13:30, nurse re-visited the ward and found fluid leakage at the site of ultrasite injection site and infusion extension tube. With three major risks: 1. Fluid leakage of chemotherapeutic drugs, 2. Contaminated suction fluid, 3. Violation of sterile regular articles.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was returned for evaluation. The defect cannot be confirmed due to not having any evidence to support the reported incident. Since a sample was not returned for evaluation, the exact root cause of this incident could not be determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us.